Event description:
It was reported that during preventive maintenance on the device and upon power up, led (light emitting diode) lights come on for atrial and ventricular pace. The dials can't be changed. The battery was taken out, then reinserted, and a key was pressed and held down. The lights then went off. The off key was pressed twice, then the device turned on and the issue was resolved. It was also reported the power button was deformed and pressed in quite deeply. The hospital service department will replace the power button. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.